Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cordis stabilizer; guide cath: boston scientific fl4. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek balloon dilatation catheter noted blood in the guide wire lumen and contrast in the inflation lumen. This is consistent with the preparation and use of the device. The balloon had loose folds indicating that the balloon was inflated. An attempt to pressurize the balloon was made; however, fluid leaked from the top of the side arm. The leak was at the glue port distal to the proximal end of the hub. There was some adhesive visible in the glue port and some adhesive on the top of the side arm. The balloon did inflate, but did not hold pressure because of the glue port leaking. This confirmed the reported inflation difficulty. Factors that may contribute to a glue port leak include, but are not limited to, manufacturing deficiency (such as not enough glue or glue curing time too short allowing glue to migrate after final inspection) or hub damage from handling during the use of the device. It is possible that there was some uncured glue in glue port such that the leak test passed but the glue migrated later on causing the leak. There was no report of any leak in the catheter noted during preparation for use. It is possible that the leak was small; therefore, not noticeable during device preparation. A review of the lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for inflation issues or leaks for this lot. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.

Event description:
It was reported that during a circumflex artery stenting procedure, contrast was noted to be leaking from the shaft at the distal end of the 'y" shaped hub. It was noted when 6 atmospheres (atm) of pressure was applied to the balloon. It was felt that the balloon never inflated. Contrast was never seen in the balloon. The balloon was removed without issue and a second balloon of the same size and type was used without issue. There was no clinically significant delay in procedure and no adverse patient effects. There was no additional information provided.